Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because they experienced an infection at the reservoir site. The patient had previously undergone a replacement surgery in which the previous pump and cylinders were explanted and replaced. The previous reservoir was plugged and left implanted however. The purpose of the current revision surgery was to explant the previous reservoir due to the infection at the reservoir site. There were no patient complications during the reservoir explantation procedure. The explanted reservoir is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. This is the primary complaint ((B)(4)) on the reservoir. Device 1 of 2. Refer to (B)(4) for pre-connected cylinders and pump.